Event description:
A zoll distributor returned electrode belt (B)(4) and reported that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. There was evidence of physical abuse to the electrode belt. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.